Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that following service the heartstart mrx fails op check. There is no indication of pt involvement.